Event description:
It was reported that an unspecified xience stent was implanted to treat a lesion in the distal left anterior descending artery (lad). It was deployed at 10 atmospheres. Post stent deployment, a perforation was noted along the edge of the stent. A graftmaster 3.0 x 12 mm stent was successfully implanted to treat the perforation. The final patient outcome was reported to be good. No adverse patient sequela were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Perforations are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.